Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Following a pump replacement procedure the patient developed an infection. The patient had ¿never had this much pain¿. The patient "kept holding her stomach and back¿. The patient/device information, patient signs/symptoms related to the event, actions taken, patient outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.